Manufacturer narrative:
(B)(4). The reported issue was not confirmed due to unavailable sample. No defects were noted during batch review; the batch review for the issue during manufacturing showed no related conditions. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
An email notification of a complaint was sent to corporate product surveillance stating that the home patient (hp) reported mini-caps were dried out and the betadine was not wet. On (B)(6) 2011, product surveillance spoke with the hp who stated he noted the cap was dry when he opened the package to use the cap. The hp stated he usually squeezes the cap a little to check for moisture in the sponge area inside the cap; in this incident, it was dried out. The hp stated he discarded the sample. The hp stated his therapy is going well and reported no further issue with caps from his new lot of supplies. There was no patient injury or medical intervention.